Event description:
See initial report.

Manufacturer narrative:
D.4: the serial number provided in the previous report was not the correct one. The correct serial number has been added at the dedicated d.4 section. H.4: the device manufacturer date has been corrected accordingly in h.4 section to the new serial number. H.10: the deviation could be confirmed during the investigation at the manufacturer site. The flow-rate of the clamp using a 1/2" tubing was too big and the accuracy at low settings was very weak. The root cause was a decreased motor strength due to aging effects. To compensate these effects the motor current was slightly increased within the specifications.

Manufacturer narrative:
H.10: a livanova field service representative conducted technical safety inspection checks and all tests passed. No deviations could be identified.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova (B)(4) received a log file of the event date for further evaluation. During the evaluation the reported issue could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) opened without a reason during procedure. It was reported that the patient lost 600ml blood due to that issue.